Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that the patient had been having problems for a few months and then a healthcare professional (hcp) noticed an electrode had broken off. The patient was being scheduled for a revision. There were no further complications reported or anticipated.